Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, reportable malfunctions were noted where there was cracking adhesive around the pink rubber, and missing ke-45 adhesive around the light guide and elevator cover. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope had cracking adhesive around the pink rubber, and missing ke-45 adhesive around the light guide and elevator cover. There was no patient involvement.